Event description:
It was reported that the patient presented to the hospital due to not feeling well. The ECG was irregular, showing breaks and long intervals. The pulse generator was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator was in backup vvi operation due to unknown reasons. After downloading the product code, normal function ensued.